Event description:
Related manufacturer reference number: 2017865-2022-40325 it was reported that the patient presented for an implant procedure. It was noted that the leads failed to capture and exhibited high pacing impedance due to the helix that failed to extend. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported events of a helix mechanism issue and failure to capture were confirmed while high lead impedance was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. X-ray inspection found the inner coil over torqued consistent with the procedural damage. After cleaning and applying the torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured to be within specification. Electrical testing found an internal short in the inner coil due to over torqued in the connector region during the procedure. The cause of the reported events of a helix mechanism issue and failure to capture was isolated to the inner coil over torque in the connector region and the helix being clogged with blood/tissue.